Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd ultra fine¿ pen needle, the device experienced cannula broke off of the non patient end. This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: it was reported pen needle separated, can't detach the needle, ripped skin during removal of the pen needle, bleeding, needle bent, needle broke off during use. Verbatim: consumer reported pen needle remained stuck in skin after injection. Consumer stated she had to use great force to remove pen needle and ripped skin in process. Consumer stated she was bleeding heavily and believes she should've received stitches for wound. Consumer stated she did not seek professional medical attention for wound. Consumer stated she applied pressure to stop bleeding and then dressed wound by herself. Consumer reported bent patient end needle prior to use. Consumer stated 30 pen needles affected.